Event description:
It was reported that premature eri was suspected. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on the device's parameters, it is within expected longevity performance. The device was tested on the bench and on our automated testing equipment and was found to be normal. The device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.